Event description:
During a rotational atherectomy procedure, the brake stuck in the off position. While in the ostial cx, the brake was stuck in the off position causing the rotawire to retract rather than advance. The advancer was changed out and a new wire was used with a 1.5 burr. No patient injuries or complications were reported.